Manufacturer narrative:
Three levels of accutni quality control (qc) were run prior to the event which was accepted by the lis (laboratory information system) with no flags associated. The customer ran accutni precision testing after the event on pipettor #1 using the low level qc and results obtained ranged from 0.04-0.36 ng/ml. The customer also performed precision testing on the other pipettors and results obtained were acceptable. The customer disabled pipettor #1 and requested service. The customer noted no additional issues after pipettor #1 was disabled. All qc was "ok" after disabling pipettor #1. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed high sensitivity system check and both the foam and no foam failed. Removed the wash wheel and cleaned the wheel, track, and gripper spinner assemblies. Performed pm (preventive maintenance) a. Checked precision pumps for all pipettors - belts and seals appeared to be "good". High sensitivity system check met stated specifications following the pm. Ran a 20 point precision run across all pipettors using low qc and results obtained recovered within the customer's expectations. Verified the repair per established procedures and results met published performance specifications. Root cause was determined to be related to the system issue addressed by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported imprecision with the accu tni (troponin I) assay, resulting in erroneous high test results obtained for six patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with both samples. For three of the six patients, the retest results were within the normal range. For the remaining three of the six patients, the retest results were lower, but remained above the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
Customer reported imprecision with the accu tni (troponin I) assay, resulting in erroneous high test results obtained for six patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with both samples. For three of the six patients, the retest results were within the normal range. For the remaining three of the six patients, the retest results were lower, but remained above the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
Customer reported imprecision with the accu tni (troponin I) assay, resulting in erroneous high test results obtained for six patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with both samples. For three of the six patients, the retest results were within the normal range. For the remaining three of the six patients, the retest results were lower, but remained above the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
Customer reported imprecision with the accu tni (troponin I) assay, resulting in erroneous high test results obtained for six patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with both samples. For three of the six patients, the retest results were within the normal range. For the remaining three of the six patients, the retest results were lower, but remained above the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
Customer reported imprecision with the accu tni (troponin I) assay, resulting in erroneous high test results obtained for six patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with both samples. For three of the six patients, the retest results were within the normal range. For the remaining three of the six patients, the retest results were lower, but remained above the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Event description:
Customer reported imprecision with the accu tni (troponin I) assay, resulting in erroneous high test results obtained for six patients when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with both samples. For three of the six patients, the retest results were within the normal range. For the remaining three of the six patients, the retest results were lower, but remained above the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Three levels of accutni quality control (qc) were run prior to the event which was accepted by the lis (laboratory information system) with no flags associated. The customer ran accutni precision testing after the event on pipettor #1 using the low level qc and results obtained ranged from 0.04-0.36 ng/ml. The customer also performed precision testing on the other pipettors and results obtained were acceptable. The customer disabled pipettor #1 and requested service. The customer noted no additional issues after pipettor #1 was disabled. All qc was "ok" after disabling pipettor #1. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed high sensitivity system check and both the foam and no foam failed. Removed the wash wheel and cleaned the wheel, track, and gripper spinner assemblies. Performed pm (preventive maintenance) a. Checked precision pumps for all pipettors - belts and seals appeared to be "good". High sensitivity system check met stated specifications following the pm. Ran a 20 point precision run across all pipettors using low qc and results obtained recovered within the customer's expectations. Verified the repair per established procedures and results met published performance specifications. Root cause was determined to be related to the system issue addressed by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Manufacturer narrative:
Three levels of accutni quality control (qc) were run prior to the event which was accepted by the lis (laboratory information system) with no flags associated. The customer ran accutni precision testing after the event on pipettor #1 using the low level qc and results obtained ranged from 0.04-0.36 ng/ml. The customer also performed precision testing on the other pipettors and results obtained were acceptable. The customer disabled pipettor #1 and requested service. The customer noted no additional issues after pipettor #1 was disabled. All qc was "ok" after disabling pipettor #1. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed high sensitivity system check and both the foam and no foam failed. Removed the wash wheel and cleaned the wheel, track, and gripper spinner assemblies. Performed pm (preventive maintenance) a. Checked precision pumps for all pipettors - belts and seals appeared to be "good". High sensitivity system check met stated specifications following the pm. Ran a 20 point precision run across all pipettors using low qc and results obtained recovered within the customer's expectations. Verified the repair per established procedures and results met published performance specifications. Root cause was determined to be related to the system issue addressed by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Manufacturer narrative:
Three levels of accutni quality control (qc) were run prior to the event which was accepted by the lis (laboratory information system) with no flags associated. The customer ran accutni precision testing after the event on pipettor #1 using the low level qc and results obtained ranged from 0.04-0.36 ng/ml. The customer also performed precision testing on the other pipettors and results obtained were acceptable. The customer disabled pipettor #1 and requested service. The customer noted no additional issues after pipettor #1 was disabled. All qc was "ok" after disabling pipettor #1. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed high sensitivity system check and both the foam and no foam failed. Removed the wash wheel and cleaned the wheel, track, and gripper spinner assemblies. Performed pm (preventive maintenance) a. Checked precision pumps for all pipettors - belts and seals appeared to be "good". High sensitivity system check met stated specifications following the pm. Ran a 20 point precision run across all pipettors using low qc and results obtained recovered within the customer's expectations. Verified the repair per established procedures and results met published performance specifications. Root cause was determined to be related to the system issue addressed by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Manufacturer narrative:
Three levels of accutni quality control (qc) were run prior to the event which was accepted by the lis (laboratory information system) with no flags associated. The customer ran accutni precision testing after the event on pipettor #1 using the low level qc and results obtained ranged from 0.04-0.36 ng/ml. The customer also performed precision testing on the other pipettors and results obtained were acceptable. The customer disabled pipettor #1 and requested service. The customer noted no additional issues after pipettor #1 was disabled. All qc was "ok" after disabling pipettor #1. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed high sensitivity system check and both the foam and no foam failed. Removed the wash wheel and cleaned the wheel, track, and gripper spinner assemblies. Performed pm (preventive maintenance) a. Checked precision pumps for all pipettors - belts and seals appeared to be "good". High sensitivity system check met stated specifications following the pm. Ran a 20 point precision run across all pipettors using low qc and results obtained recovered within the customer's expectations. Verified the repair per established procedures and results met published performance specifications. Root cause was determined to be related to the system issue addressed by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Manufacturer narrative:
Three levels of accutni quality control (qc) were run prior to the event which was accepted by the lis (laboratory information system) with no flags associated. The customer ran accutni precision testing after the event on pipettor #1 using the low level qc and results obtained ranged from 0.04-0.36 ng/ml. The customer also performed precision testing on the other pipettors and results obtained were acceptable. The customer disabled pipettor #1 and requested service. The customer noted no additional issues after pipettor #1 was disabled. All qc was "ok" after disabling pipettor #1. On (B)(4) 2009, the field service engineer evaluated the analyzer. Performed high sensitivity system check and both the foam and no foam failed. Removed the wash wheel and cleaned the wheel, track, and gripper spinner assemblies. Performed pm (preventive maintenance) a. Checked precision pumps for all pipettors - belts and seals appeared to be "good". High sensitivity system check met stated specifications following the pm. Ran a 20 point precision run across all pipettors using low qc and results obtained recovered within the customer's expectations. Verified the repair per established procedures and results met published performance specifications. Root cause was determined to be related to the system issue addressed by the field service engineer. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.